Event description:
The patient's spouse reported that the pump had been removed due to an infection. Review of device registration shows the implanted system was replaced; the drug used in the pump was morphine. Additional information has been requested from the physician.